Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. Product ID: neu_u nknown_cath, product type: catheter. (B)(4).

Event description:
It was reported the patient saw an 8476 error code on the personal therapy manager (ptm) while at home. The error code indicated a motor stall occurred. It was recommended the patient go to the clinic for further troubleshooting. Further patient or event information was unknown. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.